Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the non-tortuous, non-calcified, left superficial femoral artery. The 5mmx80mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and was inflated without issue. However, during deflation the balloon only partially deflated. A bigger unspecified bdc was advanced and inflated and the armada bdc was retracted without issue. An unspecified bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.